Event description:
A malfunction was reported on a pump by the caller, who noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.